Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (cts) however customer was unable to complete the check. Customer reported that they have both cleared the alarm and resumed insulin therapy as well as changed the pump supplies to address the issue. There was no reported adverse impact.